Event description:
The customer reported the system displayed a kv on error message followed by a system shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The candlesticks were regreased and a filament calibration was performed. The system was then found to be operating as intended.